Manufacturer narrative:
The reported event was confirmed, cause unknown. The reported failure was able to be reproduced. Sample has been evaluated and observed there was tear at the edge of seal area of drainage bag that caused urine leak. This complaint has been confirmed; however the exact cause of how and when problem occurred could not be determined. The potential root cause for this failure mode could be bag scratch on the parts of bed. The labeling and instructions for use were found to be adequate. The DHR review could not be performed without a lot number. Therefore, no additional action is required at this time. Correction: d, h. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that this was a case of urine leakage from the urination cock of the drain bag. The patient came to the hospital because of the leak and had it replaced.

Event description:
It was reported that this was a case of urine leakage from the urination cock of the drain bag. The patient came to the hospital because of the leak and had it replaced.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.